Event description:
Three days after pump implantation, the patient reported diaphoresis, feeling hot then cold, and having pain. Every couple of hours, the patient heard a multiple-tone alarm. The patient was seen by her hcp and a motor stall was noted in the event logs from 2008, recovering on the same day, prior to the pump implant date. The pump was reprogrammed. The patient reported she was at home and status was fair. The hcp reported the patient outcome as 'no injury'. The pump was used to deliver morphine.